Event description:
It was reported that atrial lead noise resulting in inappropriate mode switch episodes were observed. The lead was capped and replaced during a device upgrade on (B)(6) 2017. Patient was stable prior, during and post procedure.